Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 60.2 mm diameter thoracic aortic aneurysm and a type a dissection. The length of the dissection is unknown. The proximal neck diameter was 31.5 mm, the distal neck diameter was 25.2 mm. Bypasses to brachiocephalic arteries, and elephant trunk were done pre-operatively. Plan was to cover the re-entry tears in the distal descending thoracic aorta, mid sma trunk, lra origin, and infra-renal aorta 2 cm below renal origins with the stent graft. Treatment zone from lsa origin to sigmoid curve above diaphragm (no lcc-lsa bypass). A spinal canal drain was used. The left side was the access as it was less dissected than the right. Access site was challenge because of chronic iliac artery dissections with small true lumen. It was reported that the physician wanted to build up from distal end of the chronic dissection and first implant was the valiant 3026150, then the 3636150. The stent graft junctions were ballooned with another manufacturer¿s balloon as well as proximal aspect of the 3636150 stent graft, and the surgical graft. On angio, an unknown endoleak was detected and hypothesized it as a type iii fabric tear and documented as ¿brisk fabric tear endoleak¿. The decision was made to implant a 3030100 to cover the endoleak. The same jetting endoleak was observed on angio run. Additional ballooning of the entire length of 3030100 stent graft was done and a ¿sluggish, persistent endoleak¿ was observed from the same region after ballooning. The entire stented segment was ballooned again and did not repeat angio run. The physician commented that a proximal endoleak was ruled out since every angio after the first was within the stent graft itself, but stated that it could be a distal type ib endoleak though less likely. The physician still believed that it was some kind of fabric tear between the 302615 and the 3636150 stent graft. No further intervention was performed and no additional clinical sequelae were reported. The patient will be monitored and is doing fine. Review of several returned still pre-implant cta's show a thoracic dissection extending into the iliac arteries. Angio image during implant show that 2 devices have been implanted; the distal stent graft has extended 3 stent rings from the distal end of the proximal device. There is an endoleak seen coming from near the most distal stent ring of the proximal device; just proximal to the overlapping junction. The endoleak type is uncertain, but appears most likely to be a type IV blush. There is also a delayed endoleak seen approximately 1 stent ring distal to the junction; this may be due to reperfusion of the false lumen. After relining the endoleak location (stent graft junction) with another stent graft, the endoleak is still seen. This again appears to be a possible type IV. A type iii fabric endoleak cannot be ruled out; however, this would be unusual since the area of the endoleak has 3 overlapping stent grafts.

Manufacturer narrative:
(B)(4).